Event description:
The physician reports that the crystalens was damaged when loading into the staar surgical lens injector system. The damaged iol did not contact the patient.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.